Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.